Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient underwent surgical intervention in which the ipg was explanted and replaced. The reason for this replacement is unknown.

Manufacturer narrative:
Per the additional information received, this event no longer meets the reportability criteria.

Event description:
It was reported that the patient's ipg was replaced electively.